Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was not confirmed or duplicated by baxter service personnel. No root cause could be determined and no repairs were needed to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a flogard infusion pump that had a false occlusion alarm. The event occurred upon power up in (B)(6). There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report.